Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced infections, granulation and skin overgrowth at the implant site. Subsequently, silver nitrated was applied to the granulated tissue on (B)(6) 2016. The implanted device remains.